Event description:
It was reported that a patient experienced blister and edema on the upper lip area following a laser hair removal treatment using elite iq. Patient visited the emergency room and was prescribed antibiotic as a preventative medication. A device evaluation found the unit operating as intended working within specification. The event is reportable due to the medical intervention received post treatment.